Manufacturer narrative:
The device was returned assembled. Examination of the rotor upon disassembly of the device revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the device was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 39 days. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to hemolysis, with a lactate dehydrogenase (ldh) of 1120 u/l and plasma free hemoglobin (pfhg) at 19 mg/dl. On (B)(6) 2017, the ldh was 1479 u/l, and pfhg was 29 mg/dl. It was also reported that the lvad produced slight, intermittent power elevations. IV heparin and argatroban, oral antiplatelet therapy, glycoprotein iib/ iiia inhibitor, and direct thrombin inhibitor treatments were attempted after admission; however, the ldh and pfhg continued to rise. A cardiac CT on (B)(6) 2017 was negative for thrombus in the left ventricle. A ramp echocardiogram on (B)(6) 2017 was suggestive for pump thrombosis. A pump exchange was performed on (B)(6) 2017, and it was reported that significant fibrinous rings were visualized upon opening of the explanted device at the implanting center. No additional information was provided.